Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, diabetes mellitus. After 4 weeks implant fell suddenly out while eating, without any previous symptoms.